Manufacturer narrative:
Section a4, a5, a6: unknown/asked but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 4581 incision enlarged. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a small hole was observed in the posterior capsule as the surgeon attempted to place a monofocal intraocular lens (iol) in the patient's right eye. Lens partially inserted. The surgeon attempted to place the sulcus lens, however, was unable to have the lens be stable in the zonules. The surgeon decided to remove the lens and place an anterior chamber lens. The original lens was cut in half and removed with a minor incision enlargement. A vitrectomy was performed and there was a delay in procedure. The length of time was not provided. The patient status was reported as unknown. Through follow up, it was learned that the lens was fully inserted and removed during this procedure. A non-johnson & johnson lens was implanted as a replacement. The patient is doing well post-operatively and there are no concerns. The lens was cut in half and has been discarded. No other information was provided.